Event description:
Boston scientific received information that both the right ventricular and atrial lead had dislodged. The patient's implantable cardioverter defibrillator (ICD) delivered unnecessary therapy as a result. No further patient effects were reported. Both leads were successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;